Event description:
Autopsy report seems to establish the cause of death to be an overdose of fast-acting insulin [overdose], hypoglycaemia [hypoglycaemia], changed insulin in the silver colored pen from insulatard to novorapid, made a mistake by taking the wrong type of insulin, novorapid, as she should take her evening dose with insulatard [wrong technique in drug usage process]. Case description: this spontaneous case from (B)(6) was reported by the (B)(6) medicines agency and the pt's medical doctor has "changed insulin in the silver colored pen from insulatard to novorapid, made a mistake by taking the wrong type of insulin, novorapid, as she should take her evening dose with insulatard," "autopsy report seems to establish the cause of death to be an overdose of fast-acting insulin" and "hypoglycaemia" and concerns a (B)(6) female pt (born in 1998) treated with novorapid (fast acting insulin aspart) from (B)(6) 2008 (stop date not reported) and novopen (insulin delivery device) start/stop dates not reported due to type 1 diabetes mellitus. Pt's height: (B)(6). Medical history includes type 1 diabetes mellitus (since (B)(6) 2008). The pt had no family history of diabetes and no allergy. The pt's diabetes was well regulated. Hba1c from the (B)(6) 2011 was 6.6%, hba1c from the (B)(6) 2011 was 7.4%. No bigger hypoglycaemia during the nights. Concomitant medication included insulatard (long-acting insulin human). In the silver colored pen the pt used insulatard. The pt has been trained in using her pen and in subcutaneous injection. On (B)(6) 2012, the pt had her last meal (dinner). The last insulin dose was in the evening on (B)(6) 2012. There were no changes in diet, omitted meals, exercise, physical activity or weight. On (B)(6) 2012 in the morning, the pt was found dead in her bed by her mother. In the conversation with the mother and the police, it was discovered that the girl did not have a novopen junior as the doctor earlier has mentioned, but that the girl had a blue and silver colored novopen. The girl used insulatard in the silver colored novopen and novorapid in the blue colored novopen. The afternoon before the girl died the mother thinks that the girl changed insulin in the silver colored pen from insulatard to novorapid, because she wanted to save time and not go upstairs and get the blue pen. Later in the evening, the girl made a mistake by taking the wrong type of insulin, novorapid, instead of taking her evening dose with insulatard. The pt's doctor informs that the autopsy report seems to establish the cause of death to be an overdose of fast-acting insulin. He is still awaiting the final report - some toxicology result was still missing. They do not in any way suspect that this was caused by a device malfunction - solely the seemingly tragic mistake of inserting the wrong penfill in the pen. The possible reason for mixing the two types of insulin is that the mother thinks that the girl has put rapid acting insulin into the silver colored novopen in order to save time, as the other pen, the blue one, was stored upstairs. In the evening she has probably taken her rapid acting insulin instead of insulatard. Conclusion from the post-mortem report: the immediate cause of death supposes to be strangulation due to outer compression of the thorax. The reason why the now dead person got jammed between the bed and the sofa and could not get up by herself is not yet clarified. From the info concerning the circumstances and the finding of rapid acting insulin in the pen used for long acting insulin, it could be reasonable to suppose that she in the evening on the (B)(6) 2012 could have taken a too high dose of rapid acting insulin and therefore has had alarming low blood glucose, which again might has led to unconsciousness and possible cramps. Comment from the chief physician from the pathology department, (B)(6) hospital: it could be perceived as unlucky that it is possible to change between rapid acting and long acting insulin in the same pen, as it looks like what has happened here. The chief physician is aware of that doctor forsvoll from the paediatric department from (B)(6) hospital has reported the event as malfunction of a medical device. Products will be returned to novo nordisk for analysis. The reporter suggests that a mechanical code where only one type of penfill fits into one type of novopen could have prevented the event. Novo nordisk a/s has requested the pens to be returned from the reporter, but have not yet received the suspected pens. When novo nordisk a/s will receive the pens a thorough examination of these will be initiated to try identifying the root-cause for the incident. As the root-cause for the incident is not yet clear it is difficult to confirm whether the incident is causally related to the pen use. Novo nordisk a/s is the MFR of the novopen junior. Novopen junior is a re-usable device designed for use with nn insulin cartridges (penfill), meaning that once the insulin in the cartridge is utilized, a new cartridge with insulin can be put in the pen. The insulin cartridges (penfill) are color-coded, making it possible to distinguish between various types of insulin, e.g. Basal and bolus insulin and all insulin types can be used in the novopen junior. In addition, the cartridge holders on the two types of novopen junior are also differentiated by color (yellow and green) making it possible to distinguish between the two pens and in the instruction for use, for novopen junior it is stated that: "the colored band on penfill tells you which type of insulin penfill contains. Before each injection make sure that you are using the right insulin preparation." Estimate how many insulin users in norway who uses two novopen junior. Novo nordisk (B)(4) is not in possession of a specific number of insulin users which uses two novopen junior pens, however, the number of novopen junior pens on market in (B)(4) in (B)(4) is estimated to be 5.882 pens. (B)(4).

Manufacturer narrative:
Company comment: final comment from the MFR - (B)(4) 2012 as none of the insulin delivery pens were returned to novo nordisk a/s it is not possible to deduct a clear root cause for the experienced adverse event. However as there was a suspicion of mix-up between the insulin's a search were done in novo nordisk (B)(4) safety data base to find similar cases. No other cases similar to (B)(4) were identified as a result of the search. The issue has been presented to a safety committee and presented to the novo nordisk (B)(4) device risk group for possible solutions to mitigate this issue. Note: this case was previously sent as initial and f/u #1 reports under MDR 9681821-2012-00013 for novopen junior. However, due to a reported change in suspect product from novopen junior to novopen, all previously reported info from 9681821-2012-00013 is included in this report for the initial MDR for novopen MDR sequence number 9681821-2012-00024. Reporter comment: pt's doctor informs that the autopsy report seems to establish the cause of death to be an overdose of fast acting insulin. He is still awaiting the final report - some toxicology results was still missing. They do not in any way suspect that this was caused by a device malfunction - solely the seemingly tragic mistake of inserting the wrong penfill in the pen. The doctor has tried to get the pens and the penfills from the police in (B)(6), but they would not deliver the pens. The doctor will try once more in (B)(6) when the police officer is back from holiday. .